Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a transurethral lithotripsy procedure in the ureter for the treatment of urinary tract stone performed on (B)(6) 2023. During the procedure, when the suture was pulled slightly, tension was applied to the stent, causing it to be detached. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.